Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a small hole was noticed in the vasoview hemopro 2 short port balloon, not allowing it to remain inflated. The pa noticed the balloon deflated right after it was inflated in the incision. He took the short port and placed in a solution and inflated it and noticed the bubbles come out of the balloon. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning as this pt is (B)(6) so all tools used were discarded.